Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent (2.75mm x 22mm). No damage was noted to the packaging and no resistance was noted when removing the device from the hoop or removing the sheath/stylette from the device. Resistance was noted when the device reached the distal end of the guide catheter. The device could not be advanced. When the device was removed from the patient, it was noted that the stent was lost. The stent was found in the y piece of the guiding. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation: (related to operational context) ¿ given the damage on the device coupled with the manufacturing controls in place to detect this damage, the issue is related to the attempt to use the device during the procedure and is therefore procedural related. (Deformation problem). (B)(4)

Event description:
Evaluation summary the stent was returned off the balloon. The stent was severely stretched and deformed. The balloon folds were partially opened. Crimp impressions were evident along the balloon. The distal tip was damaged.

Manufacturer narrative:
Results and conclusions: (stent dislodgement). (Root cause of the event could not be determined). (No results available since no evaluation performed).- evaluation not yet started. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.